Event description:
The customer reported that the system would not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray controller parts were replaced during the service call. The system was found to be working and put back into service.